Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated since the ¿aneurysm neck was not completely covered, necessity to deploy another surpass evolve¿. It is not considered a medical intervention to prevent permanent harm but a second evolve fd implant was necessary to have complete coverage of the aneurysm neck. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of 'undeterminable' was assigned for the reported ¿stent dislodged/migrated¿.

Event description:
It was reported that during stent deployment, the subject flow diverting stent had a withdrawal movement that led to shortening. The neck of the aneurysm was not completely covered. Another stent was deployed to completely cover the aneurysm neck. No additional information available.

Manufacturer narrative:
The device remains implanted inside the patient's vasculature.

Event description:
It was reported that during stent deployment, the subject flow diverting stent had a withdrawal movement that led to shortening. The neck of the aneurysm was not completely covered. Another stent was deployed to completely cover the aneurysm neck. No additional information available.